Event description:
Procedure: cholecystectomy. Pt sex: unk. Reportedly, while introducing the trocar through the fascia, it was fragmented. No material disengaged into the cavity, it only splintered. There was no pt injury reported.